Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Difficult/failed inflation, difficult/slow deflation, and leak were not confirmed. The reported flat refold was confirmed only after the re-inflation/re-deflation of the device. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - incorrect preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after performing quantitative coronary angiography and after prepping the device inside of the patient anatomy, a 3.25x12 rx xience xpedition stent delivery system (sds) was advanced without resistance to a mildly calcified, concentric, 90% stenosed, 10-millimeter (mm) long, de novo lesion in the 3.25mm diameter non-tortuous proximal left anterior descending coronary artery. After deploying the stent via inflation to 10 atmospheres (atm), negative pressure was drawn and the sds balloon was slow to deflate, but completely deflated; after deflation the balloon was unable to be retracted from the deployed stent. Thus, the sds balloon was inflated then the sds was able to be retracted from the deployed stent. After the sds was withdrawn from the anatomy, the balloon was noted to be flattened and is believed to be the cause of retraction difficulty. While outside of patient anatomy, for troubleshooting purposes, the sds was pressurized; while the pressure indicator of the inflation device increased, the balloon did not inflate. Therefore, an issue with the rx xience xpedition inflation lumen is suspected. While the deployed stent was angiographically confirmed to be fully apposed to the vessel wall, the physician opted to post-dilate the stent to better ensure apposition. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.